Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: did the needle suture detachment occur during use on the patient or before use on the patient. Please specify for each of the 2 involved devices. =>no further information is available. Could you please provide the lot number? =>no further information is available. Was the procedure completed successfully? What was used to complete it? =>no further information is available. Procedure name? =>no further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported via: 2210968-2021-08359.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture got detached from the needle. There were no patient consequences reported. Additional information was requested.